Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), tethered chords and leaflets for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2026, the clip had single leaflet device attachment(slda) from the posterior leaflet. Recurrent mr of grade 2-3 was reported there was no clinically significant delay. The patient passed away due to pre-existing comorbidities. Per the physician, mitraclip procedure did not contribute to death of the patient.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr), tethered chords and leaflets for a mitraclip procedure. During the procedure, imaging was difficult due to rotated heart. A mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2026, the clip had single leaflet device attachment(slda) from the posterior leaflet. Recurrent mr of grade 2-3 was reported along with dyspnea. There was no clinically significant delay. The patient passed away due to cardiac arrest. Per the physician, mitraclip procedure did not contribute to death of the patient.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to challenging patient anatomy. The reported difficulty visualizing the clip appears to be related to challenging patient anatomy. The reported shortness of breath and recurrent mitral valve insufficiency/ regurgitation (mr) appears to be cascading effects of the reported slda. The cause of the reported patient death appears to be related to patient¿s pre-existing comorbidities. The reported patient effects of shortness of breath, mr, and death are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.